Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and installed 2500 compressor maintenance kit which corrected the autofill issues. The fse performed all functional and safety tests to factory specifications. The iabp unit passed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that an autofill failure occurred on the intra-aortic balloon pump (iabp). This event occurred during use on a patient. No adverse event was reported.